Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage to the main tube. The main tube insulation was found to have a missing piece that was not returned with the instrument, measuring .085" x .114". The root cause of this failure is attributed to mishandling/misuse. Review of the provided image is consistent with the alleged complaint of "peeled insulation". The image shows insulation damage that is lifted or peeled on the main tube of the instrument below the wrist proximally. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the needle driver instrument presented a loss of integrity in its extension (peeled). The procedure was completed with the same instrument with no reported injury.